Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during the surgery, it was found that there is no fan spray tip inside of the sterile tray when the nurse opened the package, and the foreign substances which looks like white powder were attached on the product. There was no patient impact, but a delay of approximately 0¿15 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The device was returned opened in the original sterile packaging. Visual examination of the returned product/provided pictures found the radial tip was missing from the sterile packaging. Additionally, there was a white debris on the tubing of the device. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as manufacturing issues. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.